Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. Additionally, the cable was short and kinked causing intermittent horizontal streaks in the image. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the hd autoclavable camera head had no image. The procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty charged coupled device unit likely occurred from the material deterioration of the sensor due to ultraviolet rays or deterioration by long-term use. Olympus will continue to monitor field performance for this device.